Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that the up-arrow button on her onetouch ping was not responsive. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unknown time on (B)(6) 2017. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and she advised that in response to the alleged issue, she consumed less food and/or drink at around 10:40 on (B)(6) 2017. The patient reported that an unknown time after the alleged issue began, she developed symptoms of ¿nausea, chest is heavy¿ and that she obtained a ¿high reading over 600 mg/dl¿; however, she did not report on which device her blood glucose was measured on at this time. The patient reported that she went to the emergency room (ER) at 5:30 p.m., on (B)(6) 2017, where her blood glucose was reportedly measured upon arrival at ¿496 mg/dl¿ on the ER device and she was subsequently treated with IV fluids by a health care professional (hcp). The patient reported that her blood glucose was measured again at 5:50 p.m., on the ER device and claimed that a result of ¿489 mg/dl¿ was obtained. At the time of troubleshooting, the csr confirmed that the product was not being used for the first time and noted that based on the information provided, there was no apparent misuse of the product. The csr established that the issue was not intermittent; however, when they walked the patient through resolving the issue, the alleged issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required medical treatment from a hcp after the alleged issue began.